Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive did receive a da vinci product involved with this complaint to perform failure analysis. The e-200 was visually inspected, where no issues were found. The generator was installed onto a known good system and powered on with no issues. The generator passed system drive testing. Verified both monopolar ports are no lose and functions normal. Root cause is attributed to a defective generator.

Event description:
It was reported that during a da vinci-assisted surgical procedure, csr stated that the surgeon experienced an issue where no energy was emitted from the instrument jaws until the tissue was re-clamped (separate procedure). Csr reported that when the blue pedal was activated, the generator indicated it was active, but there was no audible generator sound and no energy delivery to the jaws. The instrument was installed on arm when the issue occurred. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h4 is not available. Field h10 is blank as there are no related report numbers.